Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records. Neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00210, 0001822565 - 2024 - 00211. E4: this report was submitted in the attached report under mw5149438. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to instability. The surgeon was not satisfied with the stability of the construct and the head and cup were replaced. No further information could be obtained for this event.